Event description:
Procedure type: resection. According to the reporter: there were no staples on the anterior wall of the anastomosis. The donut specimen was normal. The surgeon increased the incision and stitched over the anastomosis to complete the procedure. Surgery time was extended by more than thirty minutes as a result. No blood loss or need for transfusion was reported. No pt injury was reported.